Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient reported low audio output. It was reported that the operating system for the smart device was not a supported system. No additional patient or event information is available. Data was provided for investigation. Confirmation of the problem was confirmed via data. A root cause cannot be determined. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.